Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A liberte stent was implanted and this 9mm x 2.25mm maverick 2 monorail balloon catheter was inflated inside the implanted liberte stent and ruptured at 8atms. The device was removed intact from inside the patient. The procedure was continued with another manufacturers balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A liberte stent was implanted and this 9mm x 2.25mm maverick 2 monorail balloon catheter was inflated inside the implanted liberte stent and ruptured at 8atms. The device was removed intact from inside the patient. The procedure was continued with another manufacturer's balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall near the proximal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).